Event description:
The customer reported to olympus during an unknown procedure, the device was switching to the emergency light multiple times within the same procedure and all of them were restored without doing anything in particular. There was no death or injury reported due to the event.

Manufacturer narrative:
Establishment name: (B)(6) hospital. During evaluation the device was checked visually and no abnormalities were found and the reported issue was not reproduced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the phenomenon occurred due to the heat compound adhering to the ceramic part of the xenon lamp, or the subject device temporarily malfunctioned. The reproduction check was conducted using the facility product clv-s40pro, but the phenomenon could not be confirmed. It was recommended to replace the power supply unit and the igniter unit. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not apply the heat compound to the glass surface and the ceramic part of the examination lamp. If any compound gets on the glass surface, wipe it off with a clean lint-free cloth. The examination lamp may be damaged, resulting in a malfunction.¿ olympus will continue to monitor field performance for this device.